Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump by technical support and successfully reset the device. The malfunction did not recur, and the customer was advised that they may continue using the pump, with instructions to contact support if any future issues arise.